Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products - m2a- magnum pf cup pn us157854 ln 298150, m2a-magnum modular head pn 157448 ln 843610. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-11260, 0001825034-2017-11468. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported patient had a revision procedure eight years post-implantation due to loosening. Operative reports noted some greyish metal staining almost like a metal type of debris. There was some hyperplastic tissue which was removed during the procedure. The cup and head were revised. Attempts to obtain additional information have been made; however, no more is available.